Event description:
Healthcare professional (hcp) reports two incidents of blood leak with the psn 210 dialyzer. Incidents occurred at the start of the pts' treatments and were noted on leak alarms. Blood leaks were verified wtih positive hemastix. Blood was not returned to the pts, with an estimated blood loss of 200cc per pt. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.